Manufacturer narrative:
Correction to block b5 and block h6 device codes (below). Block h6: device code 2907 captures the reportable event of association loop detachment. Block h10: an examination of the returned obtryx ii mesh assembly revealed that the association loop was broken from the dilator at one side. There was damage to both dilators, including a blue thread tied around the dilator with the broken association loop. Based on the shape of heat sealed section of the dilator, the loop was complete when it was heat sealed into the dilator. Therefore, the reported event was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the damage on the returned device, it is likely that during the procedure, the loop on one side became detached from the dilator. It is likely that while passing the dilators through the patient's anatomy, the user experienced difficulty and exerted excessive force to pass the device ultimately breaking the association loop. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a transobturator tape (tot) procedure performed on (B)(6) 2020. According to the complainant, the plastic sleeve ("wrapping of the mesh") on the left side of the mesh broke while setting up the mesh. Reportedly, the "wire loop" became loose and the mesh was therefore unusable. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Based on the investigation results, the association loop detached from the dilator. The reported event of "wrapping of the mesh on the left ancillary broke. The wire loop became loose" most likely indicates the association loop detached from the dilator.

Manufacturer narrative:
(B)(4). The complaint device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a transobturator tape (tot) procedure performed on (B)(6) 2020. According to the complainant, the plastic sleeve ("wrapping of the mesh") on the left side of the mesh broke while setting up the mesh. Reportedly, the "wire loop" became loose and the mesh was therefore unusable. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.